Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of midface screws investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown quantity of midface screws broke during surgery. There was no report of a surgical delay. This report is for an unknown quantity of midface screws this report is 1 of 1 for complaint (B)(4).